Manufacturer narrative:
Additional manufacturer narrative: (B)(6) 2012 results of visit with the doctor were reported. Patient is a (B)(6) year old female. The patient also had a mitral valve repair on the same date as the initial implant of the aortic bioprosthesis. After the surgery, disturbance of consciousness was observed. On (B)(6) 2012, the patient was diagnosed with minor infarction at left posterior limb of internal capsule by CT scan. Right hemiplegia was also observed. Afterward, level of consciousness (loc) was improved. Right hemiplegia improved. On (B)(6) 2012, the patient was transferred to another hospital for rehabilitation and on (B)(6) 2012, the patient was discharged. The patient was recovered to the level where there was no restriction in daily life as of (B)(6) 2012. The surgeon commented that he has not experienced infarction (stroke) in other patients thus far although he has operated on many patients older than 80 yrs old. The surgeon is unable to determine the cause of the stroke at this time. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in process. The device is not available for return and evaluation because it remains implanted. No patient identifier information was provided. There is no current update on the patient.

Event description:
Reportedly, mild cerebral infarction symptoms were observed 50 days after implant. It is reported that a magna ease valve, model 3300tfx21mm, was implanted for aortic valve replacement (avr) on (B)(6) 2012. Physio ii annuloplasty ring, model 5200m26, was implanted for mitral valve replacement (mvr) during the same surgery. On (B)(6) 2012, mild cerebral infarction symptoms were observed. The customer commented that the causal relationship was unknown. The patient was being monitored as of (B)(6) 2012. The valve remains implanted.